Manufacturer narrative:
Result: power cord missing ground prong.

Event description:
It was reported by service report that the unit has no footboard control function and the power cord was missing the ground prong. No pt involvement or adverse consequences are reported.